Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that the left ventricular (lv) lead was dislodged. The physician reprogrammed the lv lead. The patient was in stable condition.

Event description:
New information received notes the left ventricular (lv) lead had dislodged for the second time. After further observation, imaging showed lv lead in the atrium sensing atrial fibrillation signals. The physician explanted and replaced the lv lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and oversensing. As received, a complete lead was returned in one piece for analysis. Visual examination found the inner coil pulled back/offset consistent with procedural damage. The reported event or oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification.